Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell (B)(6) 2020 and fracture his right hip. A surgeon performed a hemi hip arthroplasty using a 54 biopolar head and 5 std summit stem. According to the surgeon on call, the patient fell again on (B)(6) 2020 and caused a periprosthetic fracture. The surgeon told me this patient has dementia and wasn't following their orders. The surgeon removed the summit stem and bipolar head. The surgeon fixed and cabled the fracture with a troch plate. The surgeon then prep the femur canal for a corail revision stem. The surgeon trialed using a bipolar trial and same 28mm head length. He was happy with the stability so the surgeon chose to keep the old 54 bipolar head w old 28 head and implanted it back on the new corail revision stem. It also states loosening of the stem at bone to implant interface. Doi: (B)(6) 2020, dor: (B)(6) 2020, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided x-ray image confirms a bone fracture immediately below the lower trochanter. The patient fall is the most likely root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.